Event description:
Infant delivered with the assist of a vacuum extractor. Two hrs later, he developed sob, poor perfusion, hypotension and head swelling. Cause of death was listed as sub-galeal hemorrhage.